Event description:
It was reported that a light/flat panel suspension had a broken cover at the bottom of the drop tube. There are no reports of pt involvement, nor were there any adverse consequences reported.

Manufacturer narrative:
There is no expiration date for this product. The operating room contains other suspensions which can rotate and collide with this particular component. If this collision is forceful enough, it can cause the cover to loosen and potential fall. This type of malfunction is likely to have resulted from user handling. However, no conclusion can be drawn. The device will be evaluated in the field.